Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the barbed suture was used. The needle came off the barbed suture during dermostitch. There were no adverse patient consequences reported. No further information is available.